Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) for detecting an atrial fibrillation (af) with rapid ventricular response (rvr) as a ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode. The physician noted that the patient had an ablation on atrial arrhythmia, went home, got syncopal, and then received the shock. The device remains in use. No further patient complications have been reported as a result of this event.